Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior thora cic fusion due to adolescent idiopathic scoliosis. It was reported that when it was tried to fasten the rod and t-bolt to the r2 screw using a set screw, the set screw did not go in properly. Using rrp, it was tried to drop it in and change the set screw, but the t-bolt was found to be broken and it was instructed to be replaced. The product came in patient contact. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis: part # g9010001609, lot # 0961562w visual and optical inspection confirmed the threads of the t bolt have been damaged. The threads appear to be cross threaded from the misalignment of the set screw when threaded into the t bolt. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.